Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -14.50/2.50/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced low vaulting with lens rotation which was assessed on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was noted as "smaller lens caused rotation".